Event description:
According to the available information this inflatable penile prosthesis was removed due to a malfunction. Additional information received indicated that there was a small hole in the right cylinder with fluid loss.